Event description:
The patient reported while changing the ostomy wafer after 5 days of wear, she noted a 1 inch area of red skin. According to the patient, the red area was inferior to the stoma under the tape border. No further patient information was available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.